Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.25mmx20mm, eccentric, de novo target lesion containing a significant bend of >=90 degrees was located in the non-tortuous and calcified left anterior descending (lad) artery. Following pre-dilatation with a non-compliant balloon, a 2.25x28mm promus element plus drug eluting stent was advanced but it failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a detached stent.

Manufacturer narrative:
A promus element plus,mr,ous 2.25x28mm stent delivery system was returned for analysis. The device was returned with no stent attached, the stent was not returned. The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed; it appears as if pressure was applied as the balloon cones appeared relaxed. Crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.